Manufacturer narrative:
Continuation of d10: product ID: dvea3e4, (serial: (B)(6); product type: 0235-ICD; implant date: on (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the extravascular (ev) lead exhibited noise oversensing resulting in an inappropriate shock. It was noted that the patient was exercising during the episode. It was noted that the lead had moved slightly according to the chest x-rays taken a couple hours after implant and that during implant, undersensing of ventricular fibrillation (vf) had been noted. The ev lead was reprogrammed and remains in use. Hospitalization was required. No further patient complications have been reported as a result of this event.